Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was experiencing extracardiac stimulation just below their left rib area during ventricular sense response (vsr) pacing was occurring with premature ventricular contractions (pvc). Threshold testing was done in office but stimulation could not be replicated on any left ventricular (lv) lead vectors. Additional information received indicated the extracardiac stimulation was confirmed during ventricular sense response (vsr) pacing with pvc. The vsr pacing was programmed off and the patient's symptoms improved post programming. The lv lead remains in use. No further patient complications have been reported as a result of this event.